Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504 mg/dl. Cause was not known. Customer treated the high bg with a manual injection. No additional information was provided.